Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the louse noise was being caused by a plastic bag being stuck in the gantry. Additionally, the rep checked the error log and found a few errors indicating a problem with the imagers folder and errors related to the x-ray generator from previous dates. The medtronic representative cleaned and cleared the jammed plastic pieces from inside the gantry and reloaded the original folder from the flash drive. The medtronic representative also checked the power supply voltages on the dual speed starter board and found them to be within specs. A flouro & rad gain calibration was performed. The x-ray 2d & 3d exposures were also tested without errors. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that during a case the system was unable to fluoro and the site heard a low beeping coming from the image acquisition system (ias). The system was not in lift and shift. The rep re-started the system and functionality was restored. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.